Manufacturer narrative:
The device was discarded and not returned for investigation. The manufacturing records were reviewed and demonstrated that the product met the design and manufacturing specifications. Based on the information provided, there was no malfunction reported during the case. It is unknown if the dissection was caused due to patient condition, third party device or the symphony 16f 82cm catheter.

Event description:
It was reported that the symphony 16f 82cm catheter was positioned at the origin of the clot in the superior mesenteric artery (sma) over a third-party guidewire. Aspiration was performed and the symphony catheter became clotted with chronic clot. The catheter was removed from the patient to flush the lumen at which time, the patient complained of stomach pain. Upon angiography, the sma was noted to be dissected. A third-party stent was placed to resolve the dissection. The patient was stable. There was no device malfunction reported. It was noted the patient was severely septic with fragile vasculature. It is unknown if the dissection was pre-existing or due to use of symphony aspiration within the patient's fragile vasculature.